Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was unknown if the patient was hospitalized. Dianeal therapy was ongoing. The cause of peritonitis was unknown. On an unreported date, the patient was treated with injection (inj) vancotroy (ip, 2 grams, stat) and gentamicin (ip, 20 milligram, once daily for 14 days). The outcome for this peritonitis event was resolved.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.